Event description:
Began to react to latex gloves: rash, irritation, frequent sinusitus and bronchitis. (Was a critical care nurse for 20 years, most of day spent in latex). Then in 1994 discovered she had multiple sclerosis. Now in 1999 she has discovered she reacts violently to latex. Can not wear underclothing or will lead to excoriation, it must be specially made. Must spend her entire day avoiding latex. Wears medic alert because she will go into anaphylaxis. Rptr uses multiple inhalers, nebulizer to control bronchospasm, and must watch foods and carry emergency medications and latex free kit. She suspects this allergy is related to multiple sclerosis.